Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump while delivering a bolus. The customer's blood glucose level was unknown mg/dl. It was explained to the customer that the false motor error alarm may be cause by viewing sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised to set the sensor glucose graph timeout of two, four or six minutes to avoid selecting none. The troubleshooting was performed. The customer was advised to return the insulin pump with battery and zero out the basal rates. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.